Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to 36 mg/dl. The paramedics arrived at the patient's house to render treatment. The patient was given unknown treatment intravenously (IV). The pod was worn longer than 48 hours on the abdomen. The pod was discarded.